Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic while interrogating the device, the physician reprogrammed the non-abbott right ventricular (rv) lead resulting the patient experiencing asystole and syncope due to loss of pacing on the non-abbott rv lead. When the interrogation of the device using inductive telemetry was concluded, the patient's cardiac rhythm returned. The device was reprogrammed. No additional intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic while interrogating the device, the physician reprogrammed the non-abbott right ventricular (rv) lead resulting the patient experiencing asystole and syncope due to loss of pacing on the non-abbott rv lead. When the interrogation of the device using inductive telemetry was concluded, the patient's cardiac rhythm returned. The device was reprogrammed. No additional intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.